Event description:
The clinic reported during a cataract extraction procedure, the phacoemulsification machine stopped working. The clinic attempted to restart the machine and was unable to restart the machine. The clinic used another phacoemulsification machine to compete the case. There was no patient injury reported.

Manufacturer narrative:
The phacoemulsification machine was examined and tested by an amo service technician at the customer's location. The technician was able to confirm the customer's reported event. The technician was unable to resolve/repair machine on site. The machine was replaced and sent back to the manufacturing engineering for further evaluations. The manufacturing engineering found the power switch failed due to bad cables by terminal switch. The cables were traced to amo's cable supplier and a corrective action was issued to the cable supplier.